Manufacturer narrative:
The reported events were lead dislodgement, inappropriate shock/stimulation, over-sensing/noise, and high capture thresholds. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix to be extended and clogged with blood. The measured full helix extension length was within product specification. The reported events inappropriate shock/stimulation, over-sensing/noise, and high capture thresholds were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2024-40229. It was reported that a patient presented with over-sensing of noise resulting in inappropriate shock and high capture thresholds noted on the right ventricular lead. The both the right ventricular and right atrial leads were determined to have dislodged. Both leads were explanted and replaced on (B)(6) 2024. The patient was stable throughout.